Event description:
A positive advia centaur xp troponin ultra result was obtained on a patient sample. The patient sample was tested again on the advia centaur xp and the results were negative. The patient sample was tested on a different advia centaur xp instrument and the results were negative. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the false positive troponin ultra result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the false positive troponin ultra result is unk. The instrument is performing within specifications. No further evaluation of the device is required.